Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that an attempt to read device data from the cardiac resynchronization therapy pacemaker (crt-p) using a latitude consult communicator was unsuccessful. Technical services (ts) provided troubleshooting guidance; however, the data reading remained unsuccessful. It was noted that the patient was unable to recall the timing of the last device check or the battery estimate. The healthcare provider was transferred to customer support to coordinate an in-person evaluation with a local representative. This crt-p remains in service. No adverse patient effects were reported.